Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer, regarding a patient who was receiving a dose after the pump was replaced, they were out of it. No patient symptoms were reported. Additional information regarding the drug in the pump, patient symptoms, contributing factors, diagnostics/troubleshooting, actions/interventions, outcome, medical history, and concomitant medications was requested. If additional information is received, a follow-up report will be sent.